Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device has been too hot to hold. Customer further reports fire however, no further details are available at this time. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader(B)(6) has been returned and investigated. Visual inspection has been performed and observed damage to the plastic channel retaining the pins of the usb port. The damage observed to the plastic channels is likely the result of an incorrectly inserted usb cable. This leads to the pins within the usb port to be misaligned and results in the port not functioning as intended. It was determined that the damage observed does not affect the readers ability to charge or connect to pc. The observed usb port damage did not contribute to the customers complaint. No evidence of "fire" was observed. Built-in reader test was performed and all results were within specification. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), no signs of damage, burn marks or corrosion was observed. The returned battery has been measured and results were within specification. Off-current measured 0.30ma which is within the specified range of nxp processor specification (0 ¿ 1.0ma). Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. There was no evidence observed that would cause the reader to become ¿too hot to hold" per the customers complaint. Therefore, this issue is not confirmed.

Event description:
Customer reports their adc device has been too hot to hold. Customer further reports fire however, no further details are available at this time. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device has been too hot to hold. Customer further reports fire however, no further details are available at this time. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.